Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm during rewind. Blood glucose level at the time of the incident was 512 mg/dl, which was treated with manual injection. Caller reported receiving an additional motor error alarm. Blood glucose level at the time of this incident was 369 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with normal operating currents, and passed the self-test, unexpected restart, rewind, basic occlusion and displacement tests. The pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to test for the excessive no delivery alarms due to the prime anomaly. No motor error alarm was noted. The motor was tested outside of the device and it passed. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.